Event description:
It was reported that a home patient experienced a leaking transfer set while they were connected to a homechoice device. This occurred during dwell one of six of peritoneal dialysis therapy. There was nothing unusual found during troubleshooting that would cause or contribute to the leak. It was reported that the patient ended therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.